Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(6) on retained kit lot 113661 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 113361 were reviewed. This lot met the required release specifications. A review of the complaints reported as (B)(6) (confirmed and unconfirmed) related to lot number 113361 showed that the complaint rate is (B)(6). The evidence available does not indicate that the product is performing outside label claims. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A customer reported a needlestick injury involving a female employee. The customer reported a (B)(6) result (ag/ab and sample type not otherwise specified) with the alere determine hiv-1/2 ag/ab combo assay on the employee. Confirmation testing (methodology not otherwise specified) was performed but results are not available. The customer documented "hiv pep" (post-exposure prophylaxis) but details are not available. The customer stated they will not be providing employee information due to privacy. Pregnancy status and outcome are unknown. There is insufficient information to determine if a malfunction occurred. Multiple attempts to gain additional information were not successful.